Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: some incontinence"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and menopausal symptoms ("pms"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or type of disorder or condition: endometriosis"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and back pain ("back pain shooting down legs"). The patient was treated with surgery (ablation in (B)(6) 2018 and hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, mood swings, menstruation irregular, vaginal haemorrhage, urinary incontinence, urinary tract disorder, endometriosis, adenomyosis, dysmenorrhoea, weight increased, abdominal distension, alopecia and menopausal symptoms outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, back pain, dysmenorrhoea, endometriosis, menopausal symptoms, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), incontinence ("bladder or urinary problems or changes: some incontinence"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and menopausal symptoms ("pms"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or type of disorder or condition: endometriosis"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and back pain ("back pain shooting down legs"). The patient was treated with surgery (ablation in (B)(6) 2018 and hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, mood swings, menstruation irregular, vaginal haemorrhage, incontinence, urinary tract disorder, endometriosis, adenomyosis, dysmenorrhoea, weight increased, abdominal distension, alopecia and menopausal symptoms outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, back pain, dysmenorrhoea, endometriosis, incontinence, menopausal symptoms, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. Previously reported event injury was replaced with events from pfs: hormonal changes describe: mood swings, irregular periods, abnormal bleeding (vaginal,menorrhagia), bladder or urinary problems or changes, reproductive system disorder or type of disorder or condition: endometriosis, adenomyosis, dysmenorrhea (cramping), pain,weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, back pain were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes: some incontinence"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and menopausal symptoms ("pms"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced endometriosis ("reproductive system disorder or type of disorder or condition: endometriosis"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and back pain ("back pain shooting down legs"). The patient was treated with surgery (ablation in (B)(6) 2018 and hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, mood swings, menstruation irregular, vaginal haemorrhage, urinary incontinence, urinary tract disorder, endometriosis, adenomyosis, dysmenorrhoea, weight increased, abdominal distension, alopecia and menopausal symptoms outcome was unknown and the back pain had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, back pain, dysmenorrhoea, endometriosis, menopausal symptoms, menorrhagia, menstruation irregular, mood swings, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.